Event description:
It was reported that the pump time was incorrect for several months, cause was known. Customer's blood glucose level was 41 mg/dl. Customer consumed glucose tablets to treat low bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was reported that the pump history was missing data despite being in use. The customer will continue to use the current pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.